Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This the same event as 1043534-2011-00309, 00311.

Manufacturer narrative:
Conclusion: no failure detected and product within specification. The product was dimensionally inspected and photographic images were made.

Event description:
Allegedly revised due to reaction.